Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type I-11 bone). Primary stability was achieved and osseointegration was not achieved. Implant fracture was involved in the event. The clinician reports that the implant would not seat to the length of 11.5, it stopped 1 -2mm before the tissue cuff and the treads were exposed. The clinician increased the torque from 30ncm to 40ncm then the implant fractured. The implant has been put to sleep. Patient was asymptomatic. The patient's medical history reveals no significant findings.